Event description:
It was reported " 07/17: fellow attempted to place right radial a-line. The first set that he attempted with was the defective set. The needle slid out after fellow had punctured patient's skin. He was able to remove it and the needle slid completely out of the plastic sheath. The resident, went to retrieve a second insertion set." There was no medical intervention required. The patient's current condition is reported as "stable and unchanged".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported " 07/17: fellow attempted to place right radial a-line. The first set that he attempted with was the defective set. The needle slid out after fellow had punctured patient's skin. He was able to remove it and the needle slid completely out of the plastic sheath. The resident, went to retrieve a second insertion set." There was no medical intervention required. The patient's current condition is reported as "stable and unchanged".